Manufacturer narrative:
The analysis was performed on a cobas 8800 analyzer (serial number: (B)(6). The investigation determined that the cobas babesia assay performed within specifications. A review of the internal control and run control data indicated no evidence of suppressed growth curves or assay malfunction. The observations suggest a potential sample-specific factor rather than an issue with the assay or analyzer. A complaint history analysis for cobas babesia lot: j28685 did not identify any product-related issues. Although a definitive root cause for the discrepant results could not be determined, potential contributing factors include improper sample handling or storage, donor-specific characteristics, or rare genetic mutations in the babesia rrna gene that could impact pcr amplification. The true infection status of the donor remains unknown, and further serological or nucleic acid testing would be required to confirm the donor's status.

Event description:
The initial reporter alleged discrepant results when using the kit cobas 6800/8800 babesia 480t ivd assay on the cobas 8800 analyzer. The donor sample was initially tested on the grifol's panther system and generated a reactive result. The same donor sample was subsequently tested on the cobas 8800 analyzer on two separate instruments (serial numbers: (B)(6) for validation testing. On (B)(6) 2023, the sample was tested on instrument sn: (B)(6) and generated a non-reactive result for babesia with an internal control (ic) cycle threshold (CT) value of 39.25. The ic of the sample did not show a suppressed growth curve, and the run controls demonstrated sigmoidal growth curves for both the target and ic channels. The same sample was retested on instrument sn: (B)(6) and also generated a non-reactive result for babesia. Raw data for this retest was not provided.